Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient embolism and thrombus appear to be related to operational context. In this case it is possible that the reported patient embolism and thrombus are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that following treatment with a stealth 360 peripheral orbital atherectomy device, embolization of the anterior tibial artery was observed. It was suspected the embolization was due the thrombus that was not identified during angiographic imaging. Post atherectomy ballooning was performed to resolve the embolization. Additional information is not available.